Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review of the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ecrp) procedure, the sheath appeared frayed, stent wires perforated the sheath and the stent could not be deployed. The target lesion was in the bile duct. An rx ws permalume 10 x 80 stent had been advanced to treat the target lesion; however, the stent was unable to be deployed. The device was removed from the unspecified scope. An additional attempt to deploy the stent outside the patient's body was also unsuccessful. It was noticed that "it sheared off". The sheath looked frayed with wires poking through it. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine".